Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 06-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a bag labelled with the complaint product serial number. During a visual inspection, the device was inspected under magnification. The lens was received coated in viscoelastic residue and cut in half. The lens pieces were cleaned revealing no further issues. The physical characteristics of the received lens was confirmed to match that of a drn00v model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that this production order (po) was released within diopter specifications. A search revealed that no other complaints have been received for this po number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-6 patient race: hispanic/latino section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of halos that affected the patient's ability to drive at night, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson surgical vision lens with sn: (B)(6). There was no medical intervention such as incision enlargement, sutures, and vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange was reported as fully recovered. No further information is available.